Event description:
Customer alleged a pt cut their calf on the foley hook (dranage bag holder) which is located under the seat section on the bed. Pt received a 16 inch cut and had to have surgery due to the injury.